Event description:
It was reported that for approximately the last seven months, the right ventricular (rv) lead had a continuous increase in threshold and the bipolar impedance had also increased and was high. The rv lead had a possible fracture. It was noted that the unipolar parameters seemed to be normal and stable. The rv lead was reprogrammed unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).